Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and the braid exhibited a 'ribbon' effect where it failed to fully open during deployment. Resheathing was attempted, but was not successful. A replacement device was implanted successfully, and the patient did not experience any injury. Angiographic results post procedure were said to be good. The patient was awake and well and discharged the following day with no complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for a right paraophthalmic ica aneurysm (14x10mm) with 3mm wide neck. Severe ica tortuosity noted. The access vessel was the ica. Dual antiplatelet treatment was administered (aspirin and clopidogrel). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was due t severe ica tortuosity. It was noted that the middle section of the pipeline would not open. The pipeline been placed in a vessel bend when it failed to open. Only a resheathing attempt was made.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition (condition of returned device): a pipeline vantage system and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within a sealed biohazard bag. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline vantage device instructions for use (IFU): ¿the pipeline vantage system is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter at least 135cm in length. Compatibility testing has been performed with the phenom 27 catheter¿. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline vantage. The pipeline vantage system was returned within phenom-27 catheter. The pipeline vantage was found to be extending ~37.1cm from hub and ~4.4cm from distal tip. The pipeline vantage was then removed from catheter without issue for further analysis. No bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to be damaged. The proximal braid end and middle braid section were found to be opened and appeared to be in good condition. The distal braid end was found to be opened and frayed. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as braid was found to be opened. It is likely the failure to open is the result of vessel tortuosity. The customer reported patient vessel tortuosity as severe. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include re-sheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, and deploying/re-sheathing braid against resistance. H6. Coding updated based on the analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.